Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately 11 months post deployment of a 26mm sapien 3 valve in an 80:20 aortic position with resulting none/trace pvl, the valve was explanted and replaced with a 23mm surgical valve.

Manufacturer narrative:
Section h10: correction: additional information provided by the patient's medical records indicated that approximately eight months post valve implant, echo revealed valvular vegetations/endocarditis and patient was placed on IV antibiotics. Forty-three days later during a follow up visit, the patient's aortic valve vegetation/endocarditis; moderate perivalvular regurgitation, was found to have worsened from the last echo with a mean gradient of 18mmhg and a small mobile vegetation on the mitral valve. Images were, "inadequate to assess for endocarditis". During this time the patient also developed an mi and pci to the rca was performed. In addition, the patient was noted to have had infected teeth, which were all treated. Approximately two months later the patient underwent a re-do avr using a 23mm inspiris for endocarditis with vegetation on tee and stenosis of prosthetic sapien valve. The patient did well and discharged home within six days of implant. As such this MDR was reported in error and a corrected supplemental report is being submitted.